Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints for sample quality are under statistical control for the month of august 2023. At this time, further testing is not indicated. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. H3 other text : see h.10.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, there are an unspecified number of clotted speciments. No patient impact reported. The following information was provided by the initial reporter: "customer states - we are seeing a lot of clotted specimens on draws that are easy, normal, draws. I have been tracking it and it doesn't seem to be one person.".

Manufacturer narrative:
D.4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, there are an unspecified number of clotted speciments. No patient impact reported. The following information was provided by the initial reporter: "customer states - we are seeing a lot of clotted specimens on draws that are easy, normal, draws. I have been tracking it and it doesn't seem to be one person."